Event description:
This was a confused patient with padded mitts on his hands secondary to pulling at tubes. Nurse entered room to find part of the patient's catheter attached to the drainage bag in the bed. Approximately six inches of the catheter was missing. The catheter had torn with a jagged edge. The patient required surgical removal of the remaining six inch piece of catheter from his bladder.

Event description:
This was a confused patient with padded mitts on his hands secondary to pulling at tubes. Nurse entered room to find part of the patient's catheter attached to the drainage bag in the bed. Approximately six inches of the catheter was missing. The catheter had torn with a jagged edge. The patient required surgical removal of the remaining six inch piece of catheter from his bladder.